Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: when the nurses used a primary saline line using the pump infusion set then connect the medication via a secondary set, piggyback the medication. The medication was being pulled into the primary saline bag as it was infusing into the patients via alaris pump. It occurred 3 times, it did not happen immediately from the start of the infusion but about 1/2hr into it the nurses noted that the iron was in the primary IV fluid. Additional information received from the customer: can you please provide an exact date of event in mm-dd-yyyy format? The dates that this occurred were the week of 8/18-8/21. I don't know the exact dates. What was the impact to the patient? No impact to the patient. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious injury, no injury at all it was mentioned as "it occurred 3 times" did all three events involve same patient? If not, please provide the total number of patients affected. The total 3 times occurred on 3 different patients. No harm to any patient.

Manufacturer narrative:
Two samples were received under bd complaint (B)(4). No visible damages or abnormalities were identified. The samples were then primed and connected to sample bd secondary sets. A simulated infusion was then conducted in order to determine if there were any issues with the backflow check valve. The simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no indication of backflow in both sets. The customer complaint of flow issues - back flow could not be confirmed. A root cause was not determined because the reported failure was not replicated. A device history record review for model 2420-0007 lot number 25055233 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.